Event description:
The company was informed that the patient's device was electively explanted. The patient was reimplanted with another advanced bionics cochlear implant. The explanted device will not be returned to advanced bionics.